Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) detected that this device was programmed to other than monitor + therapy. No adverse patient effects were reported. Resolution and event clarification were requested several times from the field representative, however, no further information was provided.

Event description:
Additional information was obtained from a health care professional (hcp) that this patient's device had been intentionally programmed off one month before the patient expired due to end of life issues that were not related to the device.